Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the ac power cord was connected to the auxiliary power outlet on the back of the unit instead of the wall outlet, user error that resulted in the unit running on battery power until exhausted. The power cord was plugged into the wall outlet, and the unit was returned to service.

Event description:
The hospital reported the unit was not running on ac power and the case was conducted on battery power until the battery power was exhausted. The unit then shut down completely. The patient then died.